Manufacturer narrative:
The explanted device was returned assembled. The sealed inflow conduit, sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Examination of the device upon disassembly revealed depositions in the outflow elbow and outlet stator. Examination of the outflow elbow revealed a pink, soft deposition consistent with a biological lining. The lining was strongly adhered throughout the blood contact surface, and appeared to have developed in this area. The lining was not obstructing flow through the outflow elbow. Examination of the outlet stator revealed a pink, soft deposition that was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the outlet section of the rotor to indicate that it was present while the pump was operating. The evaluation could not conclusively determine the origin of the deposition. A specific cause for the development of observed depositions and a correlation to the reported infection could not be conclusively determined. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 5 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had been medically managed for a previously unreported driveline infection that began in (B)(6) 2013. The exact date of the onset of infection was not specified. It was reported that the patient received a pump exchange on (B)(6) 2016, secondary to pseudomonas driveline infection. No additional information was provided.